Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 (health effect - clinical code, health effect - impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there were not any patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received. It was reported that ¿metal parts are grinding together and causing metal ion debris. See attached picture to show where the grinding is happening.¿. The product was not returned to depuy synthes; however, a photo was provided for review. The photograph attached were reviewed, however they do not represent the reported complaint and nothing indicative of a device nonconformance. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that during a procedure the metal parts are grinding together and causing metal ion debris. There was no surgical delay and no patient consequence.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.